Manufacturer narrative:
(B)(4). Retainer ring = clear, on (B)(6) 2020 customer alleged pump has received pump error alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked retainer ring. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error alarms noted during testing. However, pump error noted in the pump history files on (B)(6) 2021 at 2:26pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. No damage noted on the motor. The motor was tested outside of the device and passed. In summary, customer allegation for pump receiving pump error was not confirmed during testing. No pump error alarms noted in the pump history or long trace files. Pump error was however noted in the pump history files on (B)(6) 2021. No damage noted on the motor. Motor passed outside the device.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. The customer stated they were able to clear the alarm and rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.